Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion test due to the prime anomaly.

Event description:
The customer reported high blood glucose readings. The reading at the time of the call was 300 mg/dl. Troubleshooting was performed and the insulin pump did not pass the high pressure test. The customer also stated that the insulin pump does not prime correctly.